Event description:
It was reported that, "dr (B)(6) attempted to tighten the anchor c implant to the inserter guide before implanting in the pt. When he did so the tip of the inserter guide broke off in the screw hole of the implant."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering eval.